Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found that only a partial lead was returned. Visual examination found that the insulation was abraded at 4.6 cm to 4.8 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.